Event description:
User received discrepant toxo igg results for one pt sample. First sample from (B) (6) 2009 gave <1 iu per ml. Second sample from (B) (6) 2009 gave <1 iu per ml, using the same lot of toxo igg reagent as the first sample. Third sample from (B) (6) 2009 gave >1.40 iu per ml, using a different lot of toxo igg reagent. Testing of the first and second samples was repeated giving 1.39 and 1.38 iu per ml respectively. The same reagent lot used to test the third sample was used for repeat testing. Date of repeat testing of samples 1 and 2 was not provided. No info provided to determine if erroneous results were reported or if pt was adversely affected. If add'l info is received, appropriate notification will be provided.